Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A field service engineer found that the two-drawer unit was synced to the wrong hospital. The fse updated the server address, resynced the unit to the correct hospital, rebooted the system, and assigned the drawers to their correct locations, restoring proper operation. The system functioned as intended after the field service engineer troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device required a data synchronization. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.